Event description:
Event reported by extend clinical study-(B)(6). A computed tomography (CT) scan on 17jan 25 showed suspected thrombosis in region of fet (author of this report deems this to be frozen elephant trunk) prothesis. After further assessment patient was started on apixaban (anti-coagulant) on 23jan25. The patient continued in the study this report is being submitted as follow up #1 for manufacturing report number 9612515-2025-00036 to provide event closure information for tag0197.

Manufacturer narrative:
Clinical code: 4440 - thrombus/ thrombosis - suspected thombosis in the region of fet (author of this report deems this to be frozen elephant trunk) prothesis impact code: 4644 - medication required - after further assessment patient was started on apixaban (anti-coagulant) on 23 jan 25. Device problem code: 2976 - material deformation - scan review was performed and confirmed the ring stents appear to have suitable oversize there is the appearance of infolding of fabric caused by angulation within the patients anatomy which is likely to have contributed to the formation of thrombus in this region. Component code: 4755 - part/component/sub-assembly term not applicable type of investigation: 4110 - trend analysis: a 4-year review was performed for thoraflex hybrid > occlusion/thrombosis > body, this gave an occurrence rate of (B)(4). 4111 - communication interview: additional information was received on 23 apr 24 which confirmed the below: · there was no thrombectomy carried out. · the graft was not twisted or kinked. · there was no difficulties in the original procedure that could have resulted in the graft being occluded. · the diameter of the graft was 30/38/100. · the patient had no allergies to the graft components. · the patient has had no medical check-up or new imaging done since discharge. Therefore, it cannot be assessed if thrombosis in fet is still present or not. Medication was prescribed at discharge for at least 3 months. (Our study team would have considered the ae as [?]resolved with sequalae" with the patient's discharge from hospital. Unfortunately, this option is not given here and we hesitate to assess the outcome as patient recovered" due to reasons mentioned above.) · there was no issues with the device before or during implant. · the IFU was followed. · there was a complete distal seal achieved and no significant curvature of the aortic anatomy in the landing zone. · the diameter of the healthy aorta was 34mm. · there is no extension planned as part of the procedure. · anticoagulation were provided during and after procedure as per soc procedure (heparin) 3331 - analysis of production records: comprehensive batch review had been performed, no issue were identified during manufacture of this device. Device manufactured to specification 4117 - device not returned: device remains implanted 4112 - analysis of information provided by user/third party - scan review was completed on 16 apr 25 which stated that: thrombus formation within inner curve of thoraxflex hybrid stented section. Although the ring stents appear to have suitable oversize there is the appearance of infolding of fabric caused by angulation within the patients anatomy which is likely to have contributed to the formation of thrombus in this region. Investigation findings: 213 - no device problem found - comprehensive batch review had been performed; no issue were identified during manufacture of this device. Device manufactured to specification investigation conclusion: 22 - known inherent risk of device - IFU review was performed and identified within 301-216 thoraflex hybrid gelita MDR multilingual rev 0 section 8 potential adverse events mentions thrombosis. 4310 - cause traced to non-device related factors - comprehensive batch review had been performed; no issue were identified during manufacture of this device. Device manufactured to specification scan review was performed and confirmed the ring stents appear to have suitable oversize there is the appearance of infolding of fabric caused by angulation within the patients anatomy which is likely to have contributed to the formation of thrombus in this region.

Event description:
Event reported by extend clinical study- (B)(6). A computed tomography (CT) scan on (B)(6) 2025 showed suspected thrombosis in region of fet (author of this report deems this to be frozen elephant trunk) prothesis. After further assessment patient was started on apixaban (anti-coagulant) on (B)(6) 2025. The patient continued in the study.

Manufacturer narrative:
Manufacturer narrative: clinical code: 4440 - thrombus/ thrombosis - suspected thombosis in the region of fet (author of this report deems this to be frozen elephant trunk) prothesis. Impact code: f2303 - medication required - after further assessment patient was started on apixaban (anti-coagulant) on 23 jan 2025. Device problem code: a26 - insufficient information - an adverse event appears to have occurred but there is not yet enough information available to classify the device problem. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: a 4-year review of similar complaints thoraflex hybrid /occlusion thrombosis events will be performed. 4111 - communication interview: additional information has been requested from the site. 3331 - analysis of production records: full batch review performed which confirmed the device was manufactured to specification. 4117 - device not returned: device remains implanted. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusion: 11 - conclusion not yet available as investigation is ongoing.